Event description:
Surgeon using drill on left side of patient's face. Surgery was bone grafting from hip to bilateral posterior maxilla and internal fixation. Drill bit sheared off cutting pt's lip. Sutures required x2. Pt discharged 10/27/96 with small laceration noted healing well. Second drill bit used; it also broke off. All pieces retained.

Manufacturer narrative:
1/27/97: bur was not returned for evaluation. Based on previous experience with dental burs, bur broke likely due to side forces while runnning at high speed. This could result from the bur not installed correctly in the drill or from an attempt to pry with the bur during use. Both conditions are explicitly warned against in user instructions; "the stryker command 2 microelectric system is designed to be used by persons familiar with small bone surgical procedures. Misuse may cause damage to both pt and system components" and "excessive pressure, such as bending and prying with bur, may cause bur to bend and fracture." Both warn against this type of misuse.